Manufacturer narrative:
Submit date: 3/21/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with sharps containers. The customer states the outside case was not damaged but 2 of the 10 containers were cracked. This was discovered prior to use.

Manufacturer narrative:
Submit date: 08/07/2017. Samples were received for evaluation in non-covidien packaging and cannot be determined if it was packed as per standard specification. Out of the two samples received, one sample container was cracked at the bottom, and the other container was cracked on top, in the handle area top surface on the label side and on the top rim on one side. The reported condition was observed during sample evaluation. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The potential root cause identified is that the container may have been cracked during shipping and handling due to external stress/forces. This issue has been determined to be an isolated event. The product was inspected prior to use for any damage as per the instructions for use. A corrective and preventive action is not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.